Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarms was confirmed via log file analysis. A review of the log file, extracted from (B)(6), contained data spanning approximately 41 days (08dec2023 ¿ 17jan2024 per timestamp). On 01jan2024 from 11:53:38 ¿ 11:53:37, 15jan2024 from 1:54:42 ¿ 1:54:51, and 16jan2024 at 5:35:42, 11:15:52, 11:16:01, and 13:31:59 ¿ 13:33:18, intermittent yellow wrench advisory and replace controller alarms were active due to backup micro controller unit (mcu) faults. The alarms cleared shortly after activating. Pump operation was not affected. The heartmate ii system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the alarms resolved spontaneously on their own. The system controller was exchanged, however low speed events developed (see manufacturer report number 2916596-2024-01166). Multiple attempts were made to obtain additional information from the customer regarding what power source the patient remains on and if there were any further alarms or treatment; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including replace controller alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 2 entitled, ¿system operations¿ addressed the importance of having a caregiver present during a system controller exchange if at all possible, and that all labeling instructions are followed. The section instructs how to replace the primary running controller with the backup controller. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the system controller was replaced with the backup controller, however low speed alarms then developed. The reported low speed alarms are captured under manufacturer report number 2916596-2024-01166.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had several alarms in the last 48 hours. The patient did not look at the light-emitting diode (led) display but said the yellow wrench was illuminated. On device interrogation, there were several intermittent replace controller alarms. Log file recorded (5) yellow wrench advisory events were all associated with backup microcontroller unit (mcu) failure events on 01jan2024, 15jan2024, and 16jan2024. Motor function was not affected by these events. It was recommended to replace the system controller. It was reported that the patient had no active alarms and that the alarms resolved spontaneously with no intervention.